Manufacturer narrative:
This is a correction to the UDI from (B)(4).

Event description:
The manufacturer was notified about a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging that the patient experienced respiratory tract irritation and other chronic bronchitis. No specific medical intervention was mentioned. The manufacturer was made aware of this information through the customer¿s legal representative. Due to potential legal issues surrounding this case, no further investigation or follow-up can be conducted. If any additional information is received, a follow-up report will be submitted.

Event description:
The manufacturer previously reported they were notified about a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging that the patient experienced respiratory tract irritation and other chronic bronchitis. No specific medical intervention was mentioned. The manufacturer was made aware of this information through the customer¿s legal representative. The dreamstation auto CPAP, device was later returned to a third-party service center. During the evaluation of the device, there was no evidence of visible foam degradation. The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
B5 was updated to include evaluation results: the dreamstation auto CPAP, device was later returned to a third-party service center. During the evaluation of the device, there was no evidence of visible foam degradation. The device was scrapped by the service center after the evaluation was completed.